Event description:
New l-cath placed rt antecub on 7/26/97. Catheter insertion was w/o difficulty or trauma, w/excellent blood return. Again, line required more pressure than usual to flush, but IV ran smoothly by gravity and w/flo-gard pump. Received call again on 7/27/97 w/ pt c/o pain, in rt arm, difficulty flushing catheter. Returned to pt's house. Removed l-cath and inserted 22 jelco rt forearm. Pt told again to put warm soaks to sore arm. Vein hard 4 inches, but IV had (l-cath) excellent blood return.